Manufacturer narrative:
The preamplifier was returned and tested internally. The preamp assembly passed box testing with no issues observed. The issue could not be reproduced. Therefore, the cause of the customer's issue is unknown.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/22/2015 and found high rbc and plt backgrounds. The fse replaced various components during service to try and resolve the problem but could not. Eventually, the 6 channel preamplifier was replaced and that was determined to be the cause of the high backgrounds. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported receiving high red blood cell and platelet (rbc/plt) backgrounds on a coulter lh 780 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.